Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that there was the possibility that the reported phenomenon was attributed to the stress during use, the external factor and/or the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the adhesive part of the objective lens was peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was caused by chemical stress/physical stress.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.